Event description:
Healthcare professional reported device explantation due to right side "late seroma," "alcl," and the patient¿s concern with the product. The device was explanted.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: one curved opening, brown particles in the fill channel, brown particles in device outer surface and creases. Leak test and microscopic analysis was performed which identified: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage. Additional, corrected and/or changed data: b.6, d.10., h.3., h.6., h.7, h.9 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "bilateral exchange from textured to smooth breast implants due to right side late seroma and the patient¿s concern with the product." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported device explantation due to right side "late seroma," "alcl," and the patient¿s concern with the product. The device was explanted.